Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
Report stated "the jaw stuck when taking a biopsy" . Ref e-complaint-(B)(4). (B)(6) 64-689 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: distribution history: the complaint product was purchased from a hbh gmbh and packaged at coopersurgical. This particular instrument was purchased on (B)(6) 2019 and sold on (B)(6) 2019. Manufacturing record review: manufacturing record review not applicable to this product. Incoming inspection review a review of the incoming inspection record could not be performed as the record could not be located at the time of this investigation. If the incoming inspection record should be located going forward, it will be reviewed, and this complaint amended accordingly. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history shows similar reported complaint conditions. Product receipt the complaint product (64-689, tischler morgan, 1 unit) was returned to coopersurgical under RMA #309710 on 07-23-20. The lot number of the returned product matched the lot number reported. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly due to jaw stuck. Root cause: while no definitive root cause could be reliably determined, the potential cause may be due to either normal wear from use or damage to the instrument due to mishandling. Correction and/or corrective action: a replacement instrument was sent to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. Was the complaint confirmed? Yes. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report stated "the jaw stuck when taking a biopsy" . Ref e-complaint: (B)(4). 1216677-2020-00170; (B)(6); 64-689 e-complaint: (B)(4).